Event description:
It was reported that the customer had a excessive delivery alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to customer the no delivery alarm and possible cause. The customer was advised to call the help line in the future to troubleshoot. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).